Event description:
It was reported a spectrum pump alarmed door not fully latched when the door appeared to be closed. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of door not fully latched alarms through observation of the alarm at device power-up, but could not reproduce it during evaluation. Evaluation found the door able to close securely as intended. Evaluation determined the cause for the reported symptom to be a failed upper link switch. The upper auxiliary assembly, which contains the failed link switch, was replaced.